Manufacturer narrative:
On (B)(6) 2016 a medtronic representative, following-up at the site, reported the issue occurred during surgery, it happened after they had done registration and were in navigation window. The system re-booted in between. After re-boot they were able to continue with surgery and completed it. The medtronic representative replaced the navigation system with new computer and the system is working satisfactorily. Return requested for suspect computer. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial tumor resection procedure, the cranial software application unexpectedly exited. The site's navigation system fully re-booted and required a log-in to the application to resume normal function. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was approximately 10 minutes. There was no impact on patient outcome.

Manufacturer narrative:
The hardware investigation of the returned computer found that the reported event was related to a issue with the computer motherboard. There were no apps installed on the returned computer. During initial testing, the system shutdown and 2 more unexpected restarts occurred. There were no ram or hdd errors reported. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Correction:: the hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.